Manufacturer narrative:
The reported rf anomaly was confirmed in the laboratory. The device was tested on the bench and the cause was believed to be an anomalous rf module.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there were issues with rf communication with the device and is still in the box. Interrogation was possible when rf is within 3 inches of the device. The same issue was seen when the rf wand and the programmer were swapped out. Another rf wand was then used in the same environment and there was no issue. The device was not used.